Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir leaked into the reservoir compartment. The customer indicated that they had high blood glucose of 186 to 200 mg/dl at the time of incident. Troubleshooting found that the leak is past the o rings and the o rings are not aligned. Customer also indicated that the reservoir is cracked. The customer was advised that the reservoir would be replaced and to return the product for analysis.